Manufacturer narrative:
Pr (B)(4). Initial emdr submission. Device problem code: a140901. Patient problem code: f23. Pr (B)(4). Follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.

Event description:
It was reported by customer that the pleurx catheter seems to be getting clogged frequently. Verbatim: customer mentioned his pleurx catheter seems to be getting clogged frequently. Additional info from customer: was there tissue causing the catheter to be occluded? Tissue is growing inside the tube inside the pt. Where is the catheter located? Abdomen or chest- chest. How long has the catheter been in place one yr. What was done to resolve the issue? The pt. Wife said she takes her husband 2hrs away to a doctor. Customer is given a medication to dissolve the tissue. Did they able to drain successfully after the pt. Is given the medication to dissolve the tissue they use the pleurx system to drain. What was the impact to the patient? Pt. Can't drain until he goes to the doctor to remove the tissue that grows in the tube . Is there a photo or sample available showing the reported issue? No. Lot number and material associated with reported issue. Unknown. Was there any medical intervention required including diagnostics, procedures, and treatment delay? Yes.